Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had a painful lump which now appeared more superficial and resembled the outline of a lead anchor. It was noted that there was a skin extrusion of the stimulator but was confirmed that there was no break in the skin. The physician felt that the lump was the anchors under the skin. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient had pain at the anchor site. The patient underwent a revision procedure to bury the anchor deeper. During the procedure, the physician noticed that one of the eyelets on the click anchor was broken in half. The physician opted not to replace anchor, but instead he tied a circumferential stitch around anchor to secure it in place. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a painful lump which now appeared more superficial and resembled the outline of a lead anchor. It was noted that there was a skin extrusion of the stimulator but was confirmed that there was no break in the skin. The physician felt that the lump was the anchors under the skin. The patient will undergo a revision.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had a painful lump which now appeared more superficial and resembled the outline of a lead anchor. It was noted that there was a skin extrusion of the stimulator but was confirmed that there was no break in the skin. The physician felt that the lump was the anchors under the skin. The patient will undergo a revision.